Manufacturer narrative:
Device evaluated by MFR.: the most probable root cause has been updated from the previously reported handling damage, to operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination was performed. The handshake connection was inspected and no damage was noted. A connect/ disconnect test was attempted to examine the integrity of the connection and no issues were noted. The device was attempted to be wet tested. Upon inspection it was noted that there was a tear in the sheath distal to the catheter housing towards the middle of the length of the sheath and the saline was not reaching the end of the sheath but was being expelled through the sheath. Saline leak was also noted from the distal sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a saline leak occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 1.50mm rotalink¿ plus was selected for a percutaneous coronary intervention procedure. During procedure, the device was unable to cross the lesion due to calcification. Upon removal of the device to change the guiding catheter, a saline leak was noted from the outer sheath of the rota burr. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Event description:
It was reported that a saline leak occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 1.50mm rotalink¿ plus was selected for a percutaneous coronary intervention procedure. During procedure, the device was unable to cross the lesion due to calcification. Upon removal of the device to change the guiding catheter, a saline leak was noted from the outer sheath of the rota burr. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Event description:
It was reported that a saline leak occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 1.50mm rotalink¿ plus was selected for a percutaneous coronary intervention procedure. During procedure, the device was unable to cross the lesion due to calcification. Upon removal of the device to change the guiding catheter, a saline leak was noted from the outer sheath of the rota burr. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).